Manufacturer narrative:
(B)(4). Eval summary: the pouch was received with the bag cut at the proximal end. The suture was noted to be cut as well. All other components were present and in good condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap gyn procedure, a small piece of the bag came off. It did not fall into the pt. Used a new one to complete the procedure. There was no pt impact.